Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced vaginal bleeding, pain during urination, pain during intercourse, localized pelvic pain, possible mesh erosion, emotional distress, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.